Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was no longer on the insulin pump because it gave her 4 times the amount of insulin. She went into a coma. In the hospital she was told that it was possibly insulin pump related. Customer's blood glucose level was not reported. The call was disconnected. The device was not returned.